Event description:
It was reported that a patient underwent a left total hip arthroplasty procedure on (B)(6) 2013 and topical skin adhesive was used. On (B)(6) 2013, the patient had red pustules, no drainage, two inches surrounding the five inch wound where the topical skin adhesive was used. The surgeon removed the remaining topical skin adhesive, cleansed the wound with alcohol and prescribed benadryl.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.